Manufacturer narrative:
The reported event that the ipg end of battery life was not confirmed. As received, the ipg was responsive and communicated with lab utilities. Functional testing revealed the returned ipg charged normally and passed a discharge test. The 10-year-old device also provided more than 24 hours of stimulation on a full battery recharge and is therefore considered normal end of life (eol).

Manufacturer narrative:
Reporter phone number (B)(6). B3-date of event is estimated. It was reported that the patient's ipg was replaced due to reaching end of life. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the ipg failed to establish communication with external devices. The ipg was deemed inoperable, and patient lost therapy. Surgical intervention was undertaken wherein ipg as explanted and replaced to address the issue.